Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine device changeout. Prior to procedure, interrogation revealed that the patient's right ventricular lead was over-sensing noise. Multiple ventricular noise reversions were noted. Programming changes were made. The patient was stable.